Manufacturer narrative:
H3) onsite functional and visual examination was performed by a manufacturer representative. The representative worked with staff to understand that the pendant is not as fast as other electronics. System needs time, fully release and re press when activating buttons. System is working as intended. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: kit svc o2 bi71000529 pendant o2 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the pendant buttons were lagging/ not functioning. No other information available at the time of call.  There was no patient involvement.